Manufacturer narrative:
The biomedical engineer reported that the bsm spontaneously rebooted while in use. No on-screen errors generated. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains not applicable (na) as the device was a stand alone device and not being inconjunction with another device.

Event description:
The biomedical engineer reported that the bsm spontaneously rebooted while in use. No on-screen errors generated. No patient harm reported.

Event description:
The biomedical engineer reported that the bsm spontaneously rebooted while in patient use. No on-screen errors were generated. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) spontaneously rebooted while in patient use. This unit was a stand-alone and not connected to a central nurse's station (cns). No onscreen errors were generated. No patient harm was reported. Service requested / performed: evaluation / repair: nihon kohden's repair center (nk rc) was able to confirm the reported malfunction. According to the customer, mu-671ra main unit encountered a hardware failure; the main unit spontaneously shut down-and rebooted while in patient use. As a precautionary action, nk rc replaced the 1g memory, installed a fully rechargeable dc battery, and reinstalled the cns software ver 08-12. The unit was tested per the operator's/service manual and the results were recorded on the maintenance sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specification. Investigation summary: the root cause of the hardware failure of the mu-671ra main unit could not be determined. Contributing factors include conditions of use, handling, and parts which gradually deteriorate. No CAPA is required at this time. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.